Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided information on resetting the pump and assisted the caller with the process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.